Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25-18mm amplatzer talisman pfo occluder was selected for an implant. During the procedure, when the device was placed, the right disc did not unfold properly. It was very cup-shaped and not a nice disc. Even a little push with the sheath, did not helped to form the disc properly. Device was removed from the patient prior to released from the delivery cable. No angulation or kink noticed in the delivery system and no interaction with cardiac structures during deployment. Device was replaced with a new 25-18mm amplatzer talisman pfo occluder that successfully completed, the procedure. The patient is stable.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. It was indicated that there was no interaction with cardiac structures during deployment, there was no angulation or kink in the delivery system upon deployment. I was also noted that little push with the sheath, did not helped to form the disc properly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.